Event description:
Customer reported being unable to test due to receiving an unspecified error message on her adc meter. Customer further reported experiencing "bruising after the test". Medical survey was not completed because customer disconnected the phone call. Prior to disconnecting the phone call customer reported experiencing unspecified injury. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1174127) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event.